Event description:
It was reported that the catheter dislodged. The catheter was revised; a new spinal segment was implanted. The pump was delivering morphine. It was later reported that the patient seemed to be fine following the revision; this reporter had ¿not heard of anything since otherwise¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information: it was later reported that patient had loss of efficacy, and fluid at site. Reporter believed that they did a dye study, however provided no specific details.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had fluid buildup in the pump pocket and in the back around the catheter. A revision was done in january. For subsequent events, see manufacturer's report # 3004209178-2014-20913.